Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: additional devices used in original procedure: pxc181000. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.

Event description:
In 2009, pt was implanted with gore excluder aaa endoprostheses. On the following month, this pt underwent a reintervention to treat a distal type I endoleak in the iliac artery. A gore excluder aaa endoprosthesis aortic extender component was implanted. The pt tolerated the procedure and the endoleak was resolved.